Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://jbjs.org/content/96/18/e159. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to patellar component wear and loosening at 24 years post-op.